Manufacturer narrative:
The device was returned for inspection and the customer's allegation the moisture in the camera was not confirmed. A definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported moisture in the camera during an unspecified procedure involving an olympus autoclavable camera head. There was no patient injury reported.